Event description:
It was reported to nova biomedical that a consumer received a result of 286mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and test strips getting the following results of 156mg/dl and 118mg/dl. During the call to customer support, the consumer stated, he performed a control solution test on his test strips when they were opened and test strips fell into range. Another control solution was performed while troubleshooting showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips in question will not be returned.